Event description:
Code was called where it was discovered that the defibrillator was not stable and functioning. Crash cart checked the previous day with no deficits noted. FDA safety report ID# (B)(4).